Event description:
It was reported that upon interrogation, the pulse generator displayed battery data of 2.55 v, 10 ua and 1.7 k ohms with an estimated remaining longevity of 3.5 years. A longevity estimate based on the current drain and battery voltage shows 0 months remaining to elective replacement indicator. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4), 2009. According to the complainant, when this product was advanced through the papilla, the small blue paint marker came off from the device. The procedure was completed with the subject rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problems". This event has been deemed a reportable event based on the investigation results; "tip damaged".

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to a bond anomaly between resistors and the hybrid. The battery was at normal battery depletion.